Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for the past month or so, when they push the button it does not do anything and acting up. The customer's blood glucose level was unknown at the time of the incident. When the customer pressed the middle button, nothing happened and had to do it for many times and had to press it really hard and press the arrow up and down. When the customer press the back button it will tell them that they pressed the wrong key. Sometimes the customer had to remove the battery out and put it back on and sometimes it works sometimes it does not. It was reported that when the customer get an alert and press the key to read the message and when they press the arrow down it gets nothing. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that the minutes change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to broken keypad traces.